Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#(B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v471073, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v520974, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that there was a shocking sensation felt by the patient on the left side of the body which had started in (B)(6) 2015. Impedance measurements were taken; electrode impedances were within a range of 1014 ohms and 1571 ohms. Impedances provided were for left side implantable neurostimulator (ins) but it was noted that the right side ins impedances were also within normal range. The patient had fallen about 4 months prior to the date of this report which had required stitches on the patient's head. The patient did not experience symptoms when the ins was off. At an appointment on (B)(6) 2015 the healthcare professional had lowered the amplitude and suggested that the patient turn stimulation off if it was too difficult to manage with the shocking sensation. Reference manufacturer's report number: 3004209178-2015-13494 for patient's other ins.